Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the distal end rubber coating (a-rubber) adhesive was cracking. There was deterioration of the distal/bending section adhesive. The light guide prong/mount was missing a red marking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the rubber coating of the distal end tip was observed to have come off. There is no patient involvement and no harm reported to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was not possible to determine whether breakage was due to stress, handling, or other factors. However, the cause of the event is likely due to component failure. Olympus will continue to monitor field performance for this device.